Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The facility administrator (fa) confirmed the reported event during followup. The fa stated that a member of the nursing staff noticed droplets of blood on the machine approximately 40 minutes prior to the completion of treatment. The patient¿s estimated blood loss (ebl) could not be provided, however it was confirmed there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient decided to end treatment for the day. The fa could not confirm whether the issue was caused by the bloodlines or the machine. The fa stated that there was no defect or damage noted on the bloodlines and that the issue did not reoccur after the bloodlines from that lot were discarded. The blood pump rotor of the 2008t machine was replaced and the machine was returned to service with no reoccurrence of the reported issue. The blood pump rotor was returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The facility administrator (fa) confirmed the reported event during followup. The fa stated that a member of the nursing staff noticed droplets of blood on the machine approximately 40 minutes prior to the completion of treatment. The patient¿s estimated blood loss (ebl) could not be provided, however it was confirmed there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient decided to end treatment for the day. The fa could not confirm whether the issue was caused by the bloodlines or the machine. The fa stated that there was no defect or damage noted on the bloodlines and that the issue did not reoccur after the bloodlines from that lot were discarded. The blood pump rotor of the 2008t machine was replaced and the machine was returned to service with no reoccurrence of the reported issue. The blood pump rotor was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The facility administrator (fa) confirmed the reported event during followup. The fa stated that a member of the nursing staff noticed the leak approximately 40 minutes prior to the completion of treatment. Droplets of blood were found on the machine and on the ground. The cap came off the blood pump rotor tubing guide pins which tore the tubing of the bloodlines (a non-fresenius product). There were no diagnostic messages or audible alarms. The patient¿s estimated blood loss (ebl) could not be provided, however it was confirmed there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient decided to end treatment for the day. The fa could not confirm whether the issue was caused by the bloodlines or the machine. The fa stated that there was no defect or damage noted on the bloodlines and that the issue did not reoccur after the bloodlines from that lot were discarded. The blood pump rotor of the 2008t machine was replaced and the machine was returned to service with no reoccurrence of the reported issue. The blood pump rotor was returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h10 (included detail from plant investigation stating that the rotor was also missing a cover plate) plant investigation: the blood pump rotor was returned to the manufacturer for a physical evaluation. The rotor was returned missing a guide sheave (polymer sleeve) on one of the rear pins. The rotor has debris, wear marks, and tool markings on the cylindrical surface of the affected pin. The rotor was also missing a cover plate. The rotor was tested (in as-is condition) on the blood pump module of a test machine with a set of fresenius combiset bloodlines. The returned rotor did not puncture the bloodline and no leaks occurred during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported issue.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The facility administrator (fa) confirmed the reported event during followup. The fa stated that a member of the nursing staff noticed the leak approximately 40 minutes prior to the completion of treatment. Droplets of blood were found on the machine and on the ground. The cap came off the blood pump rotor tubing guide pins which tore the tubing of the bloodlines (a non-fresenius product). There were no diagnostic messages or audible alarms. The patient¿s estimated blood loss (ebl) could not be provided, however it was confirmed there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient decided to end treatment for the day. The fa could not confirm whether the issue was caused by the bloodlines or the machine. The fa stated that there was no defect or damage noted on the bloodlines and that the issue did not reoccur after the bloodlines from that lot were discarded. The blood pump rotor of the 2008t machine was replaced and the machine was returned to service with no reoccurrence of the reported issue. The blood pump rotor was returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: b5 (inclusion of information regarding torn tubing, blood droplets, no machine diagnostic messages, and use of non-fresenius bloodlines in conjunction with a fresenius machine) additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for a physical evaluation. The rotor was returned missing a guide sheave (polymer sleeve) on one of the rear pins. The rotor has debris, wear marks, and tool markings on the cylindrical surface of the affected pin. The rotor was tested (in as-is condition) on the blood pump module of a test machine with a set of fresenius combiset bloodlines. The returned rotor did not puncture the bloodline and no leaks occurred during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported issue.